Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and failed battery alarm. Customer's blood glucose value was 590 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pen. Customer will not return device for analysis.

Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.